Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic, the atrial lead exhibited low impedance measurements. The lead also exhibited noise while the patient was sitting in the clinic. All other electrical values were within range. The physician elected to continue to monitor the patient.